Event description:
When the mist tent is set-up per MFR's recommendations a static problem is present. With the unit properly set-up and running, if one holds the three outlet hoses in one hand and touches the equipment chasis with the other hand one will receive a static shock. This was duplicated by the MFR on site at hosp. Equipment was never used on pt. MFR's attitude was that this problem was unique to this institution only.